Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: lights go out in the middle of an op. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.